Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the guide wire tip was frayed and advancing difficulty occurred. The target lesion was located in the superficial femoral artery. A 014/300 platinum plus guide wire was advanced through an unspecified sheath but resistance was encountered. Upon removal of the guide wire, the tip of the device was frayed in the middle. Rotablation was performed and the procedure was completed. No patient complications were reported and the patient¿s status is fine. However, returned device analysis revealed distal end break.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The wire was examined and it presents distal tip damage, the coil is elongated and the tip is bent and broken. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).